Event description:
Boston scientific received information that this patient experienced seizures with episodes of asystole, pacing inhibition and syncope due to unknown causes. These episodes occurred while the patient was lying flat on her belly. There were no tachycardia episodes in the log book and impedance measurements were stable. Threshold measurements increased and asystole was observed. Additionally, the patient experienced a fall. This rv lead was repositioned and the device was explanted as the physician was unable to rule out device issues. The leads were interfaced to the replacement device without further incident. No adverse patient effects were reported. The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.